Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode a commanded 10j shock was delivered to verify system location returning a high, but in-range shock impedance measurement. The physician elected to proceed in performing defibrillation threshold (dft) testing. The patient was successfully induced but the device was unable to convert the arrhythmia requiring 4 external shocks. A lateral x-ray showed the electrode was superficial and located in adipose tissue. It was noted the patient's vital signs were poor following the procedure and the prognosis is unknown. The sicd was programmed off for the time with no plans to revise the system. No additional adverse patient effects were reported.